Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Total hip replacement. Surgeon murray blythe, joondalup health campus (B)(6) 2017 the above mentioned loan set instrument was reported to have been sent out to a case with a damaged thread. Upon inspection of the instrument following return from the hospital, it has been confirmed that the instrument has a damaged thread and requires replacement. No ae to patient. No delay to procedure doe: (B)(6) 2017.